Event description:
This device was used to expand the piece of skin. But after a week, an infection disease on the wound was observed and a part of the piece of skin had not fused to the wound.

Manufacturer narrative:
During the complaint investigation, it could not be determined that the dermacarrier was the cause of the infection. Zimmer osp had initiated an "urgent medical device correction" letter. This was reported to the office on april 4, 2008 under correction & removal report. The urgent medical device correction states; "warning: use of these devices where a breach in the sterility barrier exists increases the risk of pt infection. Please review your inventory immediately". It has not been determined if the dermacarrier utilized was from a package with a sterility barrier breach. During MFR of these lots, sterilization certificates were reviewed and met specifications. Further follow-up is being attempted with the customer.